Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation found the bending section cover adhesive was separated and bending angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis exera iii colonovideoscope was blocked. The issue was found after a diagnostic colonoscopy examination during disinfection. There was no delay and the procedure was completed with the device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water channel was clogged with foreign material. The material appeared to be a white crystalline substance with deposits in every channel and all along the device from the connector to the nozzle. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Olympus will continue to monitor field performance for this device.